Event description:
On 08/19/1998 following a diagnostic procedure, an angio-seal device was placed in a patient's right groin with hemostasis successfully achieved. Shorly after the procedure the patient crawled out of bed; a hematoma (approximately 20-30 cm) formed and a femostop device was placed with control of the bleeding. On 08/20/1998 the patient was diagnosed with a pseudoaneurysm. The next day the patient wa taken to surgery, where the device anchor was noted to have come out of the artery. The groin was debrided and the artery repaired. The patient's pulses were never compromised and remained excellent. The patient tolerated the procedure well. However, the femostop device had been inflated too high and left in place too long, therefore the patient's skin tissue above the puncture site was damaged. As of 09/14/1998 there has been no further report to the MFR of complication or patient sequelae.